Event description:
It was reported that on (B)(6) 2011, the patient began to have several elevated blood glucose readings despite bolus insulin doses taken to correct the blood glucose levels. On (B)(6) 2011 at 2:00 am, the patient's blood glucose level was 466 mg/dl; at 8:00 am 438 mg/dl and at 9:00 pm 500 mg/dl. On (B)(6) 2011 at 9:45 am, the patient experienced the symptom of vomiting. The patient was taken to the emergency room, and she was admitted to the hospital with a diagnosis of dka, and treated intravenously with insulin. Troubleshooting revealed there were certain pump settings the patient was unable to confirm if they were correct, basal setting was correct, and the insulin handling was correct. It was also determined the pump's time setting was incorrect, and upon removal of the infusion set, the cannula was found kinked. The patient reported no issues with the infusion site. The patient's technique was incorrect in that the cannula was bent and the pump time was incorrect, which may have contributed to under-infusion of insulin. However, as the patient suffered blood glucose levels and symptoms suggesting severe hyperglycemia while using the pump, and was admitted to the hospital in dka, this complaint is being reported.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.